Event description:
It was reported that customer experienced a past low blood glucose event, with lowest reported reading of 52.2 mg/dL from continuous glucose monitor, and cause of low glucose was unknown. Customer consumed carbohydrates to treat low blood glucose, did not require assistance from another person, and blood glucose recovered; no cartridge was available for return and no additional information was received regarding further actions taken by Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown..